Event description:
It was reported (B)(6) the patient's scs lead was tested intra-operatively and high impedances were noted. The patient's other lead contacts were used to program for effective stimulation. Approximately a week later, the patient's lead impedances were evaluated again and high impedances were noted once more. The patient's lead was explanted and replaced on (B)(6) 2014, and the patient reportedly had effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.